Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the epg (external pulse generator) did not pace after the patient was cardioverted. No patient complications were reported as a result of this event.